Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that suspected pacing failure was noted on the right ventricular (rv) lead. Oversensing was also noted on the lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.